Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30017661l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium by the cardiovascular surgery department. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician commented that the adverse event could have been cause by a wire when inserting the sheath or by possibly they struck the left pulmonary vein front wall strongly with the thermocool® smart touch® sf bi-directional navigation catheter. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 2/6/2019, additional information about the event and patient was received. It was reported the patient was male. The patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, he commented that the adverse event could have been cause by a wire when inserting the sheath or by struck the left pulmonary vein front wall strongly with the thermocool® smart touch® sf bi-directional navigation catheter. No error messages were observed on any bwi equipment during the procedure. The generator was used in power control mode. Manufacturer's ref #(B)(4).